Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported unknown side unilateral capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device has been received with (B)(4); device lot number: 2008062. Device analysis results: visual analysis of the returned device identified: deformation and voids. The device weight was within specification. Clouds and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The healthcare professional further reported that the affected side was the left implant with "accentuated, visible and painful capsular contracture with asymmetry." Device has been explanted.

Manufacturer narrative:
Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
The healthcare professional further reported that the affected side was the left implant with "accentuated, visible and painful capsular contracture with asymmetry."

Event description:
Healthcare professional additionally reported baker grade iii for the capsular contracture.